Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: tibial component was noted to be obviously loose with loss of medial tibial bone; the femoral component appeared to be intact although there was some obvious osteolysis noted especially laterally; the femoral component was removed with minimal if any bone loss, the tibial component was easily removed since it was obviously loose. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). Medical product: tibia cemented 5 degree stemmed right size g: catalog#42532007902, lot#62693984; articular surface fixed bearing posterior stabilized (ps) right 13 mm height: catalog#42521401013, lot#62655666; femur cemented posterior stabilized (ps) standard right size 11: catalog#42500607002, lot#62590447. Multiple MDR reports have been filed for this event. Please see associated report: 0002648920-2022-00144. Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty. Approximately seven years and two months post implantation the patient underwent a revision due to prosthetic loosening of internal right knee prosthesis. There was some collapse of the medial tibial plateau with loss of bone and scar tissue noted. The femoral component appeared to be intact with some osteolysis noted but due to the difficulty removing the tibial component, the surgeon felt it should be revised as well. It was reported that no further information is available.